Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and reviewed by mmi they state that two views of the left knee demonstrate a total knee arthroplasty with a metal-on-metal appearance of the medial compartment, suggesting underlying polyethylene wear. No acute fracture was observed. A moderate to large joint effusion was questioned. The sizing was deemed appropriate, and polyethylene wear was confirmed. No specific signs of loosening or malalignment were identified in the report. Complaint is confirmed based on x rays provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. D10: additional associated products. 630700030 nonporous femoral component size 3 left lot# 60834739. 630700220 nonporous stemmed tibial baseplate size 2 left lot# 60881641. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent a left knee arthroplasty previously. Subsequently, 17 years post implantation, the patient is being considered for an upcoming revision for a worn bearing and instability.

Manufacturer narrative:
(B)(4). G2: austria. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.